Event description:
(B)(4).according to the information received, there was a urine bag with a blocked inlet. It was stated that the urine bag was blocked between the tube and bag.

Event description:
(B)(4).according to the information received, there was a urine bag with a blocked inlet. It was stated that the urine bag was blocked between the tube and bag.

Manufacturer narrative:
The product was returned but the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. When additional information becomes available, a follow up report will be filed.

Manufacturer narrative:
Four samples were returned for evaluation. Pressure/time required to initiate flow into the bag and filling rate were evaluated. Blockage of the inlet tube by the bag film was observed therefore this complaint is confirmed as reported.